Event description:
Notified by home health that PICC had broken off just above oval piece on proximal end of hub. Tip looked broken evenly. Pt caring for own infusions. Abecelet 2 doses 8 wk. Pt very adept at caring for own IV's. Device seemed to work fine when flushed evening before. With infusion, pt noted leakage. Began to flush & PICC detached. Pt was adept enough to prevent drawing of catheter into vein. Taped it down & notified nurses. Catheter removed by home health nurse. Hub returned to b-d.